Event description:
Consumer initially called for training on how to perform a blood test, as he stated he is only seeing the "average" screen. During the call, a back-to-back blood test was performed by the customer fasting and produced test results of 135 mg/dl and hi using true metrix air meter. The customer is concerned with test results from results obtained of hi. The customer¿s expected am fasting blood glucose test result is 100 mg/dl and expected pm fasting blood glucose test result is 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in a closet. The test strip lot manufacturer¿s expiration date is 12/26/2025 and open vial date is two weeks prior to the call. The meter memory was reviewed for previous test result history: result 1: 228 mg/dl date: (B)(6) 2024 time: 9:02 pm non-fasting. Result 2: 237 mg/dl date: (B)(6) 2024 time: 4:47 pm fasting. Result 3: 94 mg/dl date: (B)(6) 2024 time: 5:46 am fasting. Result 4: 199 mg/dl date: (B)(6) 2024 time: 9:26 pm fasting. Result 5: 161 mg/dl date: (B)(6) 2024 time: 4:46 pm fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter, test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 23-dec-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.